Event description:
Cardiac arrest, ventricular fibrillation. Unable to defibrillate secondary to device failure. (Therapy cable). Performed defibrillation using another device connected to same defibrillator. Lifepak 12 monitor/defibrillator connected to threpy cable, to "quick combo" defb/pacing/monitoring electrodes, to patient: failed. Lifepak 12 monitor/defibrillator connected to detachable defibrillation paddles, to conduction ge, to patient successfully defibrillated. Defribrillation paddles and therapy cable use same connection to the monitor/defibrillator. During the failure, the monitor detected the therapy cable, but did not detect the elctrodes.